Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/16/2021. Additional information: d4, d9, h4, h6. A manufacturing record evaluation was performed for the finished device pm2350 and no non conformances/ manufacturing irregularities related to the malfunction were identified. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code vcp496h was received for evaluation, the swage and attachment area were noted to be as expected, the edge of the barrel hole could be observed with marks that appears to be by use of the surgical instrument. The end of the suture was noted with damaged caused by use of a surgical instrument. The condition of the sample received indicate an improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); (B)(4). Additional information was requested, and the following was obtained: was the needle piece removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? Subq layer. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No. Procedure name and date? Event date? Didn¿t know. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture broke when about to suture the subq tissue. The breakpoint was at the junction between needle and suture. The procedure was completed with a new like device, and there were no adverse patient consequences. Additional information was requested.